Manufacturer narrative:
One suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that the handle of the inflation device was stuck and would not fully inflate while deploying a drug eluting stent in the ostium of the left coronary artery. The patient was not injured.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause was unable to be determined. A search of the complaint data base was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found.